Event description:
A (B)(6) week old infant electively intubated. The design of the ambu bag allows 2 options for attachment of the filter and endotracheal tube. These ports have no clear markings guiding the user as to which is the appropriate attachment port. In this case, the filter had been attached to the wrong port which resulted in the practitioner being unable to connect the endotracheal tube to the ambu bag. For patient safety, the infant was reintubated. There was no harm to the patient as a result of this event.======================manufacturer response for ambu bag, pediatric airflow resuscitator (per site reporter).======================manufacturer will assist with training.